Event description:
On (B)(6) 2014, revision was performed on 2011 mets modular proximal femur implant. The surgeon reported that the trochanter screws were broken. The revision involved replacement of the mets trochanter and femoral head components. The revision was successful with no adverse consequences reported.

Manufacturer narrative:
The healthcare facility discarded the components explanted on (B)(6) 2014, thus they are unavailable for eval. If add'l info is provided to the company, a supplemental report will be submitted.

Manufacturer narrative:
The patient underwent successful revision surgery resulting in the implantation of new trochanter screws and also the replacement of the mets trochanter and femoral head components. The exact cause of the event could not be determined because insufficient information was provided. Further information such as product details, product return, pre- and post-operative x-rays, operative reports as well as patient history and follow up notes are needed to complete the investigation for determining a root cause. However implant fractures can be associated with excessive loads, impact or trauma in implanted patients. This complaint is being closed, and is being tracked and trended. Corrected data: date of event was corrected from (B)(6) 2014. Date of this report was corrected from 16/10/2014 to 10/16/2014. Common device name was corrected from hip joint metal/polymer semi-constra to limb salvage system.

Event description:
On (B)(6) 2014 a revision was performed on a 2011 mets modular proximal femur implant. The surgeon reported that the trochanter screws were broken. The revision involved replacement of the mets trochanter and femoral head components. The revision was successful with no adverse consequences reported. This is a supplemental report to 3004105610-2014-0047 ((B)(4)).